Event description:
It was reported that during the procedure, the whisper ms guide wire was advanced into the patient anatomy to treat a lesion in the moderately calcified left anterior descending (lad) artery. The whisper ms guide wire was difficult to advance and was unable to cross to the target lesion. An attempt was made to remove the guide wire; however, the device was difficult to remove and the device separated in the patient anatomy. A 12-15 cm segment remained in the patient anatomy, in the lad and septal arteries. An attempt to snare the device was made, but the separated segment could not be retrieved. The patient was taken to surgery and the separated segment of guide wire was removed from the patient anatomy. There were no adverse patient sequelae; however, there was a clinically significant delay. The patient is reported to be in good condition and was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received on (B)(6) 2012 stating: two interventional wire inserted (iron man, whisper) stent deployed, noted partially retained wire. Attempted balloon retrieval, attempt to snare by interventional radiologist without success. Patient required open removal of retained fb [foreign body]. Wire received with no identifiers regarding serial #, manufacturer, or model #. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported tip separation was confirmed via returned device analysis. The reported failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and scanning electron microscopy (sem) imagining of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.